Manufacturer narrative:
Other components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 10 mg/ml of dilaudid at an unknown dosage via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient's body was rejecting the pump. According to the patient, they had a hole in their stomach with pieces of the pump coming out of the stomach with puss. The patient also reported that they could not bend. This issue began the week prior to the report and the patient was seen by their managing healthcare provider on (B)(6) 2018. The patient also noted that they attempted to request a bolus but got an icon of a "disconnected catheter". The patient further reported that they could not hear on their cell phone because the static was so bad and loud to the ears. According to the patient, their pump was to be removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep). It was reported that the rep came to day to an implant case and was told by patient she had a previous implant that needed to be explanted 6 months post implant due to the wound not healing properly/infection. She did not know exact date of explant. She had gotten very good pain relief with the previous pump and therefore was getting a new implant today. At the time of this report, the issue had been resolved. No further complications were reported.

Manufacturer narrative:
Corrected to reflect the nature of the event per the information received on 2018-jan-18. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.